Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 475 mg /dl at the time of incident and current blood glucose was 479 mg/dl. Customer treated with insulin pump for high blood glucose. The customer was assisted with troubleshooting. The customer states that insulin pump had no delivery alarm during bolus. Customer states they performed a 5.0 unit fixed prime and states the insulin exited. The insulin pump will not be returned for analysis.